Event description:
It was reported that the cls stem was removed. Cls stem was to small in the canal. Adapter ldh was replaced. Reason for revision is dislocation.

Manufacturer narrative:
This report will be amended when our investigation is complete. Associated part: cls stem.